Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 23mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the outer sheath of the bifurcated stent graft was found to be damaged in vitro. The stent was replaced and the procedure was successfully completed. Per the physician, the cause of the event cannot be determined. It was noted the packaging appeared intact however on inspection cracks were noted on the outer sheath of the stent graft. When the stent was retracted further the cracks became larger. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Device evaluation summary; the stent graft was not provided for evaluation. A slight kink was visible on the spiral member. Kinks were observed along the graft cover. A longitudinal tear measuring 15mm in length was observed on the graft cover 2.5mm proximal to the radiopaque maker. The graft cover material was jagged and uneven along the length of the tear. A blue suture was sown across the tear possibly by the account to indicate the location of the tear. Two radial marks were visible beside the suture hole. The graft cover was cut back to facilitate sem analysis of the tear. Sem images for the tear on the graft cover confirm the jagged and uneven nature of the material along the tear. Based on the bunching of the material at the distal end of the tear it appears the tear started at the proximal end. The jagged and uneven nature of the material along the tear site indicate the graft cover was dragged against a sharp edge which penetrated the material. If information is provided in the future, a supplemental report will be issued.